Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin flow blocked alarm. Customer states they have tried all remedies. The customer blood glucose level was 454 mg/dl at the time of incident. The customer did not provide details regarding symptoms and treatment of high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted.